Event description:
It was reported that during a surgical procedure, the drill bit broke, an x-ray was performed to locate the broken tip. The procedure was completed successfully a delay of five minutes; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the drill bit broke, an x-ray was performed to locate the broken tip. The procedure was completed successfully a delay of five minutes; no adverse consequences or medical intervention were reported.